Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that there was a balloon rupture. The eccentric, in-stent restenotic target lesion was located in a non-tortuous, moderately calcified vessel with a significant bend between 45 and 90 degrees. When the physician introduced the 2.50 mm x 30.00 mm agent balloon catheter to the lesion, the balloon ruptured on the first inflation at seven atmospheres. They removed the device and completed the procedure with another of the same device. There was no patient injury or adverse event.